Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry experienced loosening of the glenoid side implants on (B)(6) 2024. On (B)(6) 2024, the patient underwent revision surgery to have the baseplate removed and had a cta head implanted. This event was indicated to be related to the univer revers implant system implanted on (B)(6) 2023. No further information was provided. Additional information was received on 1/15/2025: the patient's initial procedure was on (B)(6) 2023, and an arthrex univers revers system was implanted. The patient suffered a fall around (B)(6) 2023, resulting in a medial body scapular fracture. An orif procedure was performed on (B)(6) 2024. No information was provided regarding the surgery on (B)(6) 2024. A post-operative x-ray and CT on (B)(6) 2024 confirmed that the medical aspect of the dural plating was intact, but the patient had a fracture distally over the acromion, which had not healed. X-rays on (B)(6) 2024 also confirmed progressive loosening of the patient's reverse prosthesis, with a markedly anteverted glenoid baseplate. The acromion broke off and was sitting in the soft tissues of her posterior deltoid. On (B)(6) 2024, the patient underwent revision surgery to have the arthrex baseplate, the ar-9501-07p arthrex univers revers humeral stem, the ar-9501ftk univers revers fracture adapter trunion, and the ar-9501-fx6n univers revers fracture adapter removed. Additional information received on 2/7/2025: during the orif procedure on (B)(6)2024, there were no arthrex products that were implanted or explanted. No further information was provided regarding this surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause is a patient-specific event.